Event description:
(B)(4). Reason for original complaint ¿ litigation papers alleged: pain, discomfort, and dislocation. Patient's acetabular component was found to be loose and to have migrated or rotated into a vertical position with intraoperative conformation of dissociation from the bone. Update (B)(6) 2012 ¿ patient fact sheet was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Complaint updated (B)(6) 2014. Update: (B)(6) 2014- medical records received. Patient was revised to address pain on (B)(6) 2010. Though the stem which was implanted with the asr products remained in situ, it is being reported for pain, per depuy's complaint handling procedures. Stem is being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.